Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was an attune cementless tibia loosening and subsidence affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "attune cementless tibia loosening and subsidence. Right knee". The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachments (B)(4). The photo investigation revealed that the device had signs of being implanted for a period of time, patterns which include organic material attached to the ha coating of the device surface. Additionally, the subsidence scenario was able to be confirmed with the x-ray provided, as the implant seems in a sinking or moved position in relation to the bone cavity and its intended position. However, no consecutive x-ray evidence nor other information was provided for evaluation that could have confirmed or verified the reported loosening condition. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device 3733620 lot number, and no non-conformances nor manufacturing irregularities were identified relating to this issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 7 por would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device (B)(6) lot number, and no non-conformances nor manufacturing irregularities were identified relating to this issue.